Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, within the same surgery due to low vaulting. A longer lens was implanted on (B)(6) 2018 and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. (B)(4).